Manufacturer narrative:
The system was turned off by the customer at the reset switch. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse discovered that the leak was located at the main diluter panel where it was noticed that the waste pv (pinch valve) tubing had slipped off its metal fitting causing massive amounts of fluid to spray everywhere. Per the fse, the pv21 (path from needle bellows to waste) was not actuating and in all probability was causing a back up of waste in the respective lines; this in turn could cause back pressure to build leading to the tubing on the main diluter to pop off. In addition, the actual barcode scanner (bcs) appeared to have gotten sprayed with diluent. In this case the leak caused the bcs to short the barcode decoder card that the bcs was plugged into via phone jack cable. It was the end of the phone jack cable itself that was heating up and causing the smoke. The fse disconnected the barcode decoder card and replaced the defective hardware. Repairs per established procedures were verified and results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a major fluid leak during a cycle run in front of the coulter hmx autoloader analyzer instrument near the blood sampling valve (bsv). The customer also indicated that she smelled and saw smoke for approximately thirty (30) seconds of smoke coming out of the right side of the unit. The leak was confirmed upon servicing to be a dilution of diluent, clenz, and blood. There were no reports of sparks, arcing, shock or flames. The fire department was not called and the use of a fire extinguisher was not required. The user was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Patient treatment was not affected in this event.